Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign acoustic lens is peeled off. (At a level that the adhesive layer is exposed), bending rubber adhesive section is peeled off (floated). (Adhesive may be chipped and debris may fall into the body) and bending angle adhesive section is cracked. There was no patient involvement.